Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 14 may 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced into the left atrium, followed by advancement of the clip. After advancement, an attempt was made to open the clip; however, the clip failed to open despite troubleshooting maneuvers. As a result, an attempt was made to remove the clip from the anatomy. During this process, it was noted that the clip had detached from the clip delivery system (cds). A snare was utilized to retrieve the clip, followed by balloon dilation of the septum to facilitate withdrawal of the snared clip into a non-abbott sheath. The clip was successfully removed from the anatomy. During preparation of second clip, the clip was unable to pass establish final arm angle test (efaa) as the clip jumped open to 120 degree. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay reported.